Manufacturer narrative:
The customer reported the problem could not be verified or duplicated. There was nothing conclusive in the error or alarm history. A preventive maintenance (pm) was done after that, and no issues were found.

Event description:
The customer reported that they were receiving a blower temperature high error message. The device was in use; however, no patient or user harm was reported. The customer verified that there was a code for "blower temperature high error" in the significate log. The code happened 2 times while on a patient on october 19th. The remote service engineer (rse) provided the customer with the latest service manual. The customer was not trained on the v60. The rse recommended the parts blower assembly and mc pcba. The customer ran the unit overnight and will decide if he will order parts.